Event description:
After 6 years of implantation, an absence of real time data (intracardiac egm) was observed during a routine follow up of the device involved in the MDR report. When the follow up data was reviewed by the manufacturer, a complete loss of sensing was suspected. Therefore, a new follow up was recommended to check the proper operation of this single chamber device. However, proper pacing operation was confirmed.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. During an internal review process, the company discovered that this MDR was prepared, but inadvertently was not submitted. Therefore, the MDR is being submitted at this time. The analysis of this device is pending.